Manufacturer narrative:
Initial reporter phone: (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 30880284l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 53-year-old male patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered arterial spasm. It was reported that spasm was confirmed in the right coronary artery. The patient was administered a drug and was followed up on. The physician's opinion on the relationship between the event and the product was that this was an occasional event in ablation, and he thought that the event occurred because the nerve was stimulated. Additional information was received on (B)(6) 2022. It was reported that the physician¿s opinion on the cause of this adverse event was that it was patient condition related.

Manufacturer narrative:
Additional information was received on 20-jan-2023. It was reported that the adverse event was discovered post use of biosense webster products. Outcome of the adverse event was fully recovered. Patient did not require extended hospitalization because of the adverse event. Relevant tests/laboratory data was none. Other relevant history was none. Generator information was smartablate generator. M4900207, g4c-3546. Therefore, the concomitant product section was updated. The patient information section was updated as the patient weight was provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).